Event description:
It was stated that the device failed volume test and had over delivered several times. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been in for service in the review period. Visual evaluation found damaged battery compartment, peeling downstream occlusion (dso) seal, and scratched lens. Functional testing did not replicate the primary problem of failed volume tests. The reported problem was not verified by accuracy testing. The cause could not be determined, as the reported problem could not be replicated. Performed preventive maintenance and replaced the downstream occlusion (dso) seal due to that component peeling. The device passed all functional tests after the repair.